Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a lost sensor alarm on her insulin pump. The alarm won't go away. Customer received a new transmitter. The wrong transmitter ID was programmed on her device. Customer was assisted with programming the correct transmitter ID and the alarm was cleared. Customer's blood glucose level was 455 mg/dl. She treated with a bolus from the device. Nothing further reported.